Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a hysterectomy') and cholelithiasis ('gallstones') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cholelithiasis (seriousness criterion hospitalization), abdominal pain upper ("double over in burning pain in my stomach that radiating to the back") and vomiting ("vomiting"). The patient was treated with surgery (hysterectomy in december and emergency surgery done). Essure was removed. At the time of the report, the medical device removal, cholelithiasis, abdominal pain upper and vomiting outcome was unknown. The reporter considered abdominal pain upper, cholelithiasis, medical device removal and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: cholelithiasis, abdominal pain upper, medical device removal, vomiting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a hysterectomy') and cholelithiasis ('gallstones') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cholelithiasis (seriousness criterion hospitalization), abdominal pain upper ("double over in burning pain in my stomach that radiating to the back") and vomiting ("vomiting"). The patient was treated with surgery (hysterectomy in december and emergency surgery done). Essure was removed. At the time of the report, the medical device removal, cholelithiasis, abdominal pain upper and vomiting outcome was unknown. The reporter considered abdominal pain upper, cholelithiasis, medical device removal and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: cholelithiasis, abdominal pain upper, medical device removal, vomiting. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.